Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported that the washer from the ez breathe atomizer fell into his mouth while he was inhaling asthmanefrin inhalation solution. The customer coughed the component back up and did not suffer any medical harm.